Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular presented with noise. The noise caused inappropriate non-sustained right ventricular events and an aborted shock was observed. Programming changes were made to restore normal parameters. The patient was stable.